Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent incarcerated right inguinal hernia repaired with new progrip, giant cord lipoma, adhesions, weak floor so used self-fixating progrip to repair recurrence. The device had been used with strap25 securestrap lot jaz710, lot hm6785. Treatment provided for these conditions include revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernias. It was reported that after implant, the patient experienced recurrent incarcerated right inguinal hernia repaired with new progrip, giant cord lipoma, adhesions, weak floor so used self-fixating progrip to repair recurrence. The device had been used with strap25 securestrap lot jaz710 & lot hm6785. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant prod: tem1515g (lot# soj0642x) tem1509g (lot# sok0441x). If information is provided in the future, a supplemental report will be issued.